Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer did not have an alternate method of insulin therapy and reportedly self monitored and maintained blood glucose levels (bg) by eating and working out. There was no adverse impact to customer's bg level.